Manufacturer narrative:
Findings: pump received with cracked and minor/deep scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack and scratch on screen. The customer doesn't recall how the damaged occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.